Event description:
Md was using intuitive surgical da vinci xi harmonic ace curved tip shears when the device tipped on one side, sprayed, and a piece of the instrument broke off and fell into patient abdomen. Md was able to retrieve piece of instrument from the patient without harm to patient or staff. Manufacturer response for harmonic ace curved shears 8mm, (brand not provided) (per site reporter). Given to field representative.